Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed. The customer reported that users were unable to remove the medications from drawer when dispensing meds to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer determined that the drawer, retrieved by the nurse, is functioning properly. There are no issues with the drawer, as all pockets are accessible, and it opens and closes without any difficulties. A supplemental will be created if additional information received from the customer. The system functioned as intended after the field service engineer serviced the device.